Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2021. The pediatric patient was feeling thirsty and tired, so the parent checked her bg. The cgm was showing 8 mmol/l and the bg was 15 mmol/l. The patient was given a half unit of insulin, and the glucose went back to normal levels (the parent cannot recall the exact value). The patient had no further issues and at the time of the report she was doing fine. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.